Event description:
N/a.

Manufacturer narrative:
Tw (B)(4). Updated sections: b4, g3, g6, h2, h4, h6, h11. The device was not returned to maquet cardiac surgery for investigation; therefore, no evaluation could be performed. It is not possible to confirm the reported complaint. The lot # 3000533402 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.

Event description:
The hospital reported that the vasoview hemopro 2 was faulty. It would not cut/cauterize through thicker tissue. Had trouble getting through vein branches as well. Would time out before completing the harvesting of the branch. Changed out hemopro cord ¿ nothing changed, still had same issues. Swapped out hemopro harvesting tool for new one and problems were resolved. No patient harm. There was a slight procedural delay as we had to troubleshoot the problem and then open up a new kit.

Manufacturer narrative:
Tw (B)(4). Since the device is not available to be returned to us, a technical evaluation cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop.